Event description:
Has drunk a glass of water by mistake where I had put the corega tablet [accidental device ingestion] their stomach is revolt [gastric disorder] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tablets) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria haleon medically significant) and gastric disorder. The action taken with corega tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and gastric disorder were unknown. It was unknown if the reporter considered the accidental device ingestion and gastric disorder to be related to corega tablets. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from the consumer via call center representative (phone) on (B)(6) 2023. Reporter stated that "has drunk a glass of water by mistake where I had put the corega tablet to clean my denture. They said that their stomach is revolt. Is something going on? What can we do?"

Manufacturer narrative:
Argus case:(B)(4).